Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device discarded, will not be returned.

Event description:
Patient tested 5.0 inr & 4.5 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. No adverse event reported. Requested return of suspect device but strips and vial had been discarded and are not available for evaluation.